Manufacturer narrative:
(B)(4). Product does not returned yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to make sure new product replacement resolved the initial concern and meter is not displaying low results as well as customer `s condition; customer reported was at the hospital with chest pain and palpitations; customer is been monitoring for heart function. Customer returned home and satisfied with the new product replacement blood glucose reading.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 82 to 102 mg/dl. The customer reported symptoms of dizziness, chest pains, and palpitations. Medical attention is reported on (B)(6) 2016 as a result of reported symptoms. Customer discharged from the hospital on (B)(6) 2016. Blood test performed on (B)(6) 2016 at 07:00am non-fasting produced result of 91 mg/dl. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 85 mg/dl and 85 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date/time not set): 67mg/dl, (B)(6) 2015 12:15pm. 145mg/dl, (B)(6) 2015 12:15pm. 150mg/dl, (B)(6) 2015 02:14pm. 107mg/dl, (B)(6) 2015 09:25pm. 221mg/dl, (B)(6) 2015 10:13pm.